Event description:
Medtronic received the following journal article, which is summarized as follows: "secondary intervention after endovascular abdominal aortic aneurysm repair" (ann. Surg. 2009;250: 383-389). This journal article reported 832 patients who underwent endovascular aneurysm repair (evar) using aneurx stent grafts (n=319) and devices from 3 other manufacturers. The article reported that 40 patients implanted with aneurx stent grafts required reintervention. A total of 131 reinterventions among all of the devices were reported. Five post-stent graft implant ruptures were reported, and 2 of these patients presented with type I endoleaks. One of these patients has been implanted with an aneurx stent graft and had a distal graft migration, which was treated successfully with a proximal cuff. The second patient had an unsuccessful endovascular attempt to seal the type I endoleak and underwent open aneurysm repair and later expired. Two patients presented with ruptures from persistent type ii endoleaks and both underwent successful open ligation of lumbar arteries and patient inferior mesenteric artery. The fifth patient had component separation and a rupture from a type iii endoleak and had an intervention with an endovascular limb extension but later expired. The article also reported a total of 18 type I endoleaks, 13 of which required an additional stent graft and 4 of which the patient was surgically-converted. There were a total of 14 graft migrations, 11 of which required an additional stent graft and 2 of which the patient was surgically-converted. There were a total of 50 type ii endoleaks, 24 limb kinks or occlusions, 5 endotensions, and 2 patient deaths reported.

Manufacturer narrative:
(Intervention required). It is unknown which manufacturer's device contributed to which event. None of the events in the article match event information already known to medtronic. The physician was contacted and requested to provide specific information related to each event related to aneurx devices, such as the lot number, implant date, intervention, and patient's outcome. No response has been received. Evaluation results: identity of which device with which event were not provided. Death, endoleak, renal insufficiency/failure, gastrointestinal complications. Obesity; type ii endoleaks. Conclusion: identity of which device with which event were not provided. Obesity; type ii endoleaks.